Event description:
An adc customer reported the receiving erratic readings on their blood glucose meter within 10 minutes. Results of 2.2 mmol/l and 22 mmol/l were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The facility representative reported on (B)(6) 2010 to baxter that a colleague volumetric infusion pump with a malfunction of an 814:09 failure code on (B)(6) 2010. The event was reported to have occurred during patient therapy in the medical surgery area. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.

Manufacturer narrative:
Note: two meter's were logged in for this complaint: (B) (4) (device manufacturer date: 8/15/2007) and (B) (4) (device manufacturer date: 5/25/2008). At this time, it is unknown which meter was used to obtain the reported readings. Both are freestyle lite meters that reportedly used the same lot number 0979512. Customer's meters have been requested back for investigation and a follow-up report will be submitted once results are available.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.